Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and cosmetic damage on battery tube threads and battery cap¿s metal contact is damaged which impacted pump functionality. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1880 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported battery failed alarm and battery cap damage. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and cosmetic damage on battery tube threads and battery cap¿s metal contact is damaged which impacted pump functionality. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1880 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Constant failed battery test after battery installation. Unable to perform the displacement test, active current test, sleep current test, and self-test due to failed battery test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was downloaded using thump for history files and traces. Pump was cut open to perform visual inspection and a poor/cold solder joint at the r11 found on the pcba 2 board. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, scratched case, battery tube threads - cracked, cracked case (battery tube), serial number label and cracked belt clip rails. Alleged failed battery alarms confirmed during testing due to a poor/cold solder joint at the r11 on the pcba 2 board, problem isolated to pcba 2. Unable to confirm battery cap damage due to not receiving during analysis. Cosmetic damage confirmed on the battery tube side and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.